Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after experiencing palpitations. Upon device interrogation, the physician noted an error message indicating inappropriate parameters, and a steady increase in capture threshold. The physician restored the parameters and reprogrammed the device. The high capture threshold issue was continued to be observed in a subsequent follow-up. The patient was stable and the physician elected to continue monitoring the patient with frequent follow-ups.